Event description:
A customer reported that a patient experienced posterior capsule rupture with the use of a disposable phacoemulsification tip during cataract surgery. The surgeon completed the procedure with a sulcus intra-ocular lens (iol). The patient is doing well post-operatively with normal best corrected visual acuity (bcva) and there are no issues with the eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened I/a (irrigation/aspiration) tip was received for evaluation. The returned sample was visually inspected for burrs, flash, and any sharp plastic on the over molded tip and was found to be conforming. A review of the device history record (DHR) traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual inspections associated with the reported event, therefore the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the sample was manufactured to specification. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).